Event description:
It was reported to philips healthcare that the heartstart xl failed to power up/boot up. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.